Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to exit block on (B)(6) 2019. At the same time, the pacemaker was replaced due to no pacing.